Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed on the device shortly after implant. Programming changes were made. Patient will be monitored remotely.